Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an insulin flow block alarm. The customer's blood glucose level was 12.3 mmol/l. The customer reported that they had not tried all different lengths. The customer confirmed that insulin was not being reused or mixed, or was expired or denatured. The customer reported that the sited were rotated and inserted into sufficient sub q tissue. Customer stated the tubing was not bent or kinked. Customer stated they had tried all remedies. The customer completed troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a pump error 38 alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify no delivery alarm/occlusion due to pump error 38 alarm.